Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly. Microscopic inspection the imaging window was detached near the lapjoint section and also revealed pitting and degradation of the transducer housing consistent with saline damage. Impedance testing shows a wave form with presence of transmission line but very weak transduce. Impedance at the transducer level showed a good rh peak. (90 ohms). Image testing was not performed due to the encountered detachment.

Event description:
Reportable based on device analysis completed on 23dec2021. It was reported that visualization issues occurred. The 80% stenosed, 12 x 3.50mm target lesion was located in the slightly tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion but there was no image. The device was removed and the procedure completed with another of the same device. There were no patient complications reported and the patient condition following the procedure was stable. However, device analysis revealed a detachment.